Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had failed cubie pockets and several cubies found ejected. A field service engineer had tested every pocket and found 3 taped shut and 1 overfilled. Found drawers 3 and 4 were not communicated, he replaced the fusses on the mother board, all drawers and pockets were working, tested in diagnostic and application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 had failed cubie pockets when trying to issue metformin 1000mg from 05 10 and several cubies found ejected. The customer informed drawer 03 had opened instead and the lid of bin 03 12 with oxicodone that was held in place with tape had opened. There were no adverse events or injuries reported based on this incident.